Event description:
It was reported that the fiber was broken during surgery. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis did not identify any breaks on the fiber. The complaint could not be confirmed. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The glass cap exhibited no signs of devitrification at the output window. The metal cap exhibited no signs of detritus. Based on the analysis results, a conclusion code of no problem detected was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber tip break.

Event description:
It was reported that the fiber was broken during surgery. The procedure was completed with another device. There were no patient complications.